Manufacturer narrative:
H2) additional information: patient ID, age and weight provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis was completed for the mobile view station (mvs) interface cable that was returned. Visual/physical examination, functional testing, performance testing, and usability inspection were performed, but the reported complaint was unable to be confirmed. The mvs interface cable passed the bench test, continuity test, and gbit test. The cable was installed in a test system. The system initialized. Motion, generator, communication and charging were successful, and 2d and 3d images were acquired successfully. Visual inspection showed normal wear and tear of cable. There was no fault or failure found with the mvs interface cable. FDA evaluation codes (B)(4) apply to the analysis results for the mvs interface cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi30000443, serial/lot #: rev. 2 : s/n (B)(4). Patient information was unavailable. A medtronic representative went to the site to test and service the equipment. The mobile view station (mvs) interface cable was replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully operational. The mvs interface cable was returned to medtronic but was under analysis at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a spin, the image acquisition system (ias) did not complete the spin and showed an error stating ¿waiting for mobile view station (mvs) to initiate communication¿ with a red ¿x¿ on the pendant. After rebooting the system, the surgeon opted to abort navigation and medtronic imaging. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. It was noted that several reboots after the case did not clear the error.